Event description:
The lay reporter / husband contacted lifescan (lfs) in 2006 alleging high readings on his wife's meter. A med affairs specialitst (mas) spoke to the reporter 4 days later and obatined / verified the following infi. In 2006 the pt obtained a 400 mg/dl and did not experience any symptoms at the time of testing. She took her amaryl and 5u of "byatta" and then ate dinner and went to bed. The following morning she woke up feeling fine. Prior to testing her blood glucose she passed out. Her husband tested her blood glucose and received a 389 mg/dl at 8:15 a.m. And contacted emergency svs. Paramedics arrived 10 mins later and received a 134 mg/dl on their meter. In the ambulance the pt was tested and received a 52 mg/dl and was treated with glucose. She was in the emergency room for six hours and was treated with an IV. The diagnosis was hypoglycemia. The pt has had the meter for approx 6-7 yrs. Reporter threw the subject meter and testf strips away after the incident, since he felt uncomforatable having his wife use the meter. The technique of applying blood on the test strips was correct. Customer care agent (cca) sent the pt a replacement meter. The complaint is being reported since a med professional treated the pt for hypoglycemia.